Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. One day after the event onset, the patient was hospitalized for the event. The patient was treated with vancomycin and fortum injections (both 1 gm, routes, frequencies and durations were not reported) for peritonitis. Four days after hospital admission, the patient was discharged and has recovered from the event. Antibiotic treatment was discontinued. Pd therapy was ongoing. No additional information is available.